Manufacturer narrative:
The insulin pump was received with a compromised force sensor system error alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm prior to the call. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.